Manufacturer narrative:
Philips service replaced the fuse and mpd control unit. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the system failed to power on despite power supply being present on a allura xper fd20. The clinical use of the system was outside of use. There was no reported patient or user harm.